Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon evaluation, it was discovered that the u1 component in ECG c was shorted, causing the 5v line to be shorted to ground. The root cause of the shorted u1 component cannot be positively determined, but was likely random component failure. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.

Event description:
The patient service representative (psr) assisting a (B)(6) old male patient contacted lifecor customer support to report that the patient was receiving adjust belt alarms. The patient was provided with a replacement electrode belt.